Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable iga result from the cobas 8000 cobas c 502 module. The initial result was 1.69 g/l. On 27-nov-2023, the repeat results were 10.33 g/l and 11.36 g/l.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The customer performed precision testing which failed. They replaced the sample probe. The field service engineer replaced the ultrasonic mixers, checked adjustments, replaced the heat cut filter, and checked the rinse levels, probe washing, and gear pump. The investigation is ongoing.